Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2007, (patient) died as a result of complications, due in part, to her defective sprint fidelis lead, model 6949." Further alleges that "two days prior to her death, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention for (her) defective sprint fidelis lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "died as a direct and proximate result of defects" in lead. Review of manufacturer's database verified patient's death and that this lead was not in use at the time of patient death. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.